Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the station was not communicating. A field service engineer (fse) ran diagnostics and resolved the issue. The fse observed that the network port on the wall jack had detached from the wall plate and was damaged and advised the customer to have it repaired. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device offline. The customer stated that the user was unable to remove medication from pockets and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.